Event description:
It was reported that the ventricular lead warning was triggered due to low impedance. In addition, a polarity switch was noted. The trend graph showed a tendency of it's gradual lead impedance decrease. Additionally, one of the episodes noted on the electrogram looked like noise reversion. Twitching was confirmed at an output of greater than 5 volts when the test was started from the output of 7.5 volts. Oversensing was not confirmed by pocket manipulation or a test in which the patient bent and twisted their upper body. The ventricular lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).